Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.